Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of cracks and chipped adhesive and chipped lenses is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the evaluation of the device, cracks and chipped adhesive, as well as chipped lenses, were observed. The service repair technician team assessed the condition and determined that the issue was most likely due to component failure. There was no patient involvement.